Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was heat from the rechargeable neurostimulator (ins) implantable device while recharging. Burning sensation at battery site, when charging up with the recharger device. The pain goes away when the battery is switched off. Constant burning pain at the battery site whether moving or seated. This has been the case since the battery was implanted. The patient is very slim and there is a minimal amount of fat tissue between the skin and the battery device. Battery had initially been implanted superficially and this was then repositioned in (B)(6) 2023. Impedance check carried out - all electrodes within normal ranges. Reprogramming also carried out, with changes of pulse width and frequency made, in order to see if that altered any of the reported burning sensations. Recharging unit has been replaced with the same mode l number, but there is still a reported burning sensation when charging up the device. Of note, the patient is still experiencing high levels of retention and is self catheterizing as a result. Has a hip burning pain on the side where the ins has been implanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they reviewed this patient with the hcp today ((B)(6) 2026) and have discovered a few things. They noted that the charge of the ins micro battery was depleted to 70%, even though it had been charged fully the evening before. The connection between the replacement recharging unit and ins was good and no disconnection issues were reported. Charging from 70% to 80% was very quick (3 minutes). 80% to 100% took around 15 minutes. The amplitude of the ins is at 1.5mv. The rep also noted that the different programs did not make any difference to the patient's therapy after reprogramming was last done, and now the patient is back on program 4 (3- 0+). It was inconclusive as to if the issue has been resolved. The rep indicated that the patient is having to charge the battery up twice a week.

Event description:
Additional information was received from a manufacturer representative (rep). They reported "unfortunately this event has continued to drag on. [The patient] hasn't come back to clinic for an update on this. Neither has there been any indication that the new charger has not resolved this issue. There are not additional steps being taken with this."

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
From (B)(6) mpxr 1243072 (rep, hcp, for): information was received from multiple sources (manufacturer represe ntative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient has reported that the battery required to be charged twice a week, as opposed to once per week which was standard. This suggested a level of premature battery depletion. Nothing of significance. The battery site mean be closerto the skin, due to the lower bmi of the patient. Diagnostics to be carried out via the app, when patient comes to clinic on (B)(6) 2024 for further review. No interventions at this stage. Possible resiting of the impact will be required in the future. Additional information was received from the manufacturer representative (rep). It was reported that the troubleshooting performed in order to resolve the issue included usage reports were run off to access the programs which the patient had been using. There was a consistent program in use throughout. In terms of the recharging process, there was nothing to suggest any issues with the charging kit directly from the handset reports, with an excellent connection found between the battery and the recharger. The patient was provided with another recharging unit, which will hopefully address the issues of the connection being lost 2-3 times in a charging period. It was unknown if the issue was resolved. However, no further actions will be taken. Additional information was received. It was reported that patient feels they can't evacuate bowels unless the device is above 50%. This then requires additional charging in the week. Hcp will patient in to run impedances. The rep reported that the patient didn't bring their handset to the clinic so an impedance check was not possible at this time. Patient and rep will meet again on (B)(6) 2025. Additional information was received from a manufacturer representative (rep). The rep reported that impedances were ran and all electrodes were within range (1000 ohms). The cause of the patient feeling like they can't evacuate their bowels unless the device is above 50% and requiring additional charging in the week was not determined at this stage, but the recharging unit is not connecting properly and the representative indicated that this may account for the overall charge issue of the battery. The representative has ordered a replacement unit rs5220a with the most recent software. The rep noted the likely cause as being "most likely the recharging unit not working correctly." A new recharging unit was ordered for the patient and rep will see if the new unit addresses this issue. Additional information was received from a manufacturer representative (rep). The rep reported that they are waiting on the patient to come back to the follow up clinic with the hcp, so unfortunately, they don't have an answer to the posed questions at this stage. Rep indicated that they believe this is being followed up on "this thursday afternoon" ((B)(6) 2026). It was unknown if replacing the external device resolved the issue at this point and follow up in clinic will be done to confirm if things have now improved. Additional information was received from a manufacturer representative (rep). It was reported that the charge of the ins micro battery was depleted to 70%, event though it had charged fully the evening before. The connection between the replacement recharging unit and the ins was good and no disconnection issues were reported. Charging from 70% to 80% was very quick (3 minutes) but 80% to 100% took about 15 minutes. The amplitude of the ins is at 1.5mv. The rep reported that they are still working with the patient to see if they can make improvements, but ultimately, they feel that there are battery depletion with the micro ins if it is losing 30% of its charge overnight. The rep indicated that the patient needs to charge the battery up twice a week, which also seems an excessive amount of times.

Manufacturer narrative:
B5 has been updated to include information previously captured in 837293941 as it was determined that this information pertains to this report instead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). When asked what further steps were/will be taken towards resolution of this issue, the rep responded "patient provided with a replacement micro recharging unit, to see if that has made a difference. Also reprogramming with the setting on the micro battery."

Event description:
Additional information was received. It was reported the indication for use for oab.

Manufacturer narrative:
H6: fdd device code a150202 as been added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.